Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Two sensors with the lot number 5193956 and 5193956 were returned for evaluation. Investigations were unable to be performed to determine the cause of failure due to analysis would not be able to confirm complaint or determine a potential root cause. Therefore, the complaint of inaccuracies could not be confirmed. A root cause could not be determined.